Event description:
It is reported that during surgery, the surgeon had difficulty inserting the articulating liner into the shoulder components without loosening of the stem.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
The tm reverse surgical technique states on page 24: "also make sure that the guide pin on the poly liner impactor is aligned into the post on the lateral side of the stem face prior to impacting". Operative notes were requested however none provided therefore it is unknown whether the components were implanted per the surgical technique. Part number and lots numbers were not provided, therefore review of the components devices history records could not be performed. The devices were used for treatment. With the supplied information an exact cause of the reported difficulty cannot be determined at this time. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.